Event description:
The customer reported the system froze (locked-up) when attempting to pull up their worklist. The customer completed their case with another system. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cmos battery. The system operates as intended.